Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0178003r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that there was a change in therapy. The patient had a loss of therapeutic effect that started around thanksgiving time. The patient had a personal therapy manager (ptm) that delivered a 1 mg bolus. The dose at maximum activations was 10 mg/day of morphine. It was noted that the pump had 3 months until elective replacement indicator (eri) and the pump decreased in efficacy since november. The pump was placed in minimum rate. The healthcare provider (hcp) office was to schedule for replacement. The patient was covered with oral medications. The pump system was delivering clonidine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.